Event description:
The physician was treating a left mca stroke. Access was with a neuron max that had a flow control switch (floswitch hp #(B)(4) boston scientific) and then an rhv attached. The physician advanced the 4max catheter through the rhv and floswitch about 20-30cm and met resistance. The 4max catheter and floswitch were removed and a new 4max catheter was used through the rhv without the floswitch and again the catheter met resistance this time about 40 cm into the neuron max but not as much as before and the physician was able to advance it to the occlusion. During advancement, the catheter jumped but navigated satisfactorily and the occlusion was treated. A 3max catheter was then used and advanced successfully and aspiration of the remaining clot was attempted but could not be removed. It was then observed that there was a proximal dissection of the ica and a stent was used to treat the discretion and the procedure was completed. The physician felt that the 4max catheter was related to the dissection. The patient is progressing satisfactorily to the best of my understanding and it is unsure as to whether the event contributed negatively in the patient's outcome. This MDR is associated with MDR 3005168196-2012-00331.

Manufacturer narrative:
Conclusion code: vessel dissection is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. Eval summary: device not returned.